Manufacturer narrative:
Local technician visited the facility and was allowed to view and inspect the lift and safety vest used in the alleged incident. The lift had no physical damage and was plugged in. The hand control buttons were all working. The emergency pendant override buttons were working. The emergency release on the actuator was not working. The facility was provided with part numbers for replacement of the actuator. Repair of this lift has not been confirmed by the facility.

Event description:
Facility reports that the nurses were getting patient out of bed to put him into a wheelchair. Once the patient was in the vest and out of bed, the nurses were unable to lower the lift. Maintenance was called. Pendant buttons would not work, emergency override button failed, and emergency lever on the actuator also failed to work. At this point, the patient was turning purple, so they cut the straps on the harness and lowered the patient.